Event description:
The catheter was inserted on (B) (6) 2009, and found broken on (B) (6) 2009.

Manufacturer narrative:
Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).